Manufacturer narrative:
Device alarmed drive count or time values or changes incorrect for moving or coasting error during the rewind due to jammed motor gear box. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to drive count or time values or changes incorrect for moving or coasting error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had pump error alarms on insulin pump. The customer's blood glucose was 120 mg/dl. Customer states they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.